Event description:
It was reported that a patient underwent a thoracic procedure in 2007 and suture was used. The patient is experiencing chest pain at the surgical site on left side of breast. The breast after the surgery is more dense, heavier and not symmetrical since the surgery. The patient had a mammogram a couple months ago. The patient has been taking atenolol 25 mg which is causing sleepiness, headaches and nausea. The patient recently took a tylenol 3 and made her feel worse and has been taking lunesta to sleep. When the patient lies flat on her back pain is severe and if she moves to side position she has to cradle her breast. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The indication for the initial procedure was paraspinal schwannoma. The procedure occurred on (B)(6) 2007. The patient¿s symptoms following the procedure began in (B)(6) 2007. The physician opined at intercostals neuralgia contributed to the event.